Manufacturer narrative:
The device was evaluated by the distributor on-site the day after the incident and found to be functioning normally. A full check of the lift was done by the distributor's representative. He got in the lift and lifted himself and thrashed around while in the lift and everything checked out to be working. In-service was performed and all lifts were inspected on (B)(4) 2014.

Event description:
Resident was being transferred from the bed to a chair via the vanderlift when she fell onto the base of the lift. The distributor, while on site, saw a statement from an alleged witness which said that one of the loops of the sling was not hooked to the lift.